Event description:
A 58 y/o male taken to cath lab for elective pci (percutaneous coronary intervention) of his rca (right circumflex artery). During the procedure a boston scientific balloon was utilized to expand the vessel for a stent placement. During the expansion of the balloon, the balloon ruptured tearing circumferentially causing the remaining 2/3 of the balloon that had come of the wire to lodge and occlude the rca. Pt required surgical intervention to restore appropriate blood flow to the heart.